Event description:
A customer reported a pt's left eye collapsed suddenly and retina was mis-aspirated during a retinal procedure due to irrigation failure of the system. A retinal detachment with bleeding occurred and it generated a subretinal hematoma. A hemostat and a membrane treatment were performed to complete the procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).